Event description:
Pt reported obtaining back-to-back blood glucose results of 307 mg/dl, 151 mg/dl, 131 mg/dl, and 135 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No resultant injury was reported. Pt did not provide the location where discrepant results were obtained. Quality control testing had reportedly been performed on the advantage system, 3 days earlier, and values were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.